Event description:
The patient was admitted to the hospital for persistent cervical radiculopathy. The patient was treated with medication and underwent supplemental fixation. Revision surgery was performed although the severity of the event was reported as not related to the device or procedure.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. Device unavailable.

Manufacturer narrative:
Manufacturer narrative: the product sample was not returned for evaluation. There was no mechanical malfunction of the device and as such the device was not explanted. A device history record (DHR) review could not be conducted as the lot number of the product was unknown. Without a product sample, we are unable to confirm the reported issue or identify the root cause, and this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and product evaluated.